Event description:
A caller reported a malfunction on the pump, identified as malf 0, with fault ID 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on how to reset the pump and assisted the caller in completing the reset, ensuring that the malfunction code did not recur. The customer was advised that they could continue using the pump and to contact support again if the malfunction code returned, which the customer acknowledged and understood.